Event description:
Additional information was received from a patient. It was reported that patient called back regarding a continuation of charging issues. She was able to get the ins turned on for some pain relief after getting the ins charged with the manufacturer representative (rep), but after returning home, the rtm cord going into the paddle and the relay box were heating up. Her stomach was warm because the rtm getting hot but made no medical allegations associated with the external equipment. She was unable to recharge due to this issue, so her ins had been dead for 5 days. She was in pain, specifically in her rib, so she could not breathe because the ins was off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97745 product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was having troubles charging the device, but the caller could not adequately describe the issue. The rep stated that they only knew the patient hadn¿t been able to charge and stated that the ins was not paired with the controller. They mentioned trying to have the patient go to ¿clinician¿ mode to charge while speaking over the phone. The patient¿s ins was located in the abdomen and the rep stated that the patient was trying to essentially move and rearrange the ins to charge. Technical services advised needing further information to understand the issue. The rep indicated that they were going to meet with the patient today. Information was later received from the rep the same day, again reporting that the patient had been struggling on how to charge. The rep reported that they were with the patient and they were trying to charge the past 25 minutes. They reported seeing all 100¿s when the antenna locate was performed. The rep stated that they could not interrogate the ins with their tablet. It was reported that the ins battery was too low. It was reviewed the antenna locate. The rep reported then seeing the middle number on the antenna locate 94 to 95. The rep reported prior to calling they were also seeing the al numbers vary. They stated that was the first time seeing 100s across the board. They reported that the controller flipped to a normal charging screen and the ins was now at 70 percent charge. The stated that controller was now on the al screen. They indicated that when they exit that screen they were seeing the normal charging screen and the ins at 70 percent. The rep performed teaching with the patient and was able to demonstrate back how to charge. The rep reported that the patient was seeing excellent coupling and the ins was charging. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial#: unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that 3-4 weeks ago, prior to (B)(6) 2020, the patient started to have a hard time charging the ins. It was noted the ins had moved to the center of the patient's incision, below the incision, so that was causing the patient to have a harder time connecting with their ins. The patient's manufacturer representative put the controller into clinician mode and the patient tried to pair the controller with their ins. When the patient pressed set up for implant, they received no device found, they pressed recharge and again received no device found. The patient's ins was depleted so the controller was not able to find the patient's ins. The caller also questioned if the controller was having issues as they had charged the controller for 40 hours and the green light was still flashing on the controller. It was noted the patient was confused if the controller or ins or both were having a difficult time charging. There was no heat or damage to their equipment. The patient was advised to follow up with their healthcare provider. No symptoms were reported.